Manufacturer narrative:
Based on the information received the root cause of the event remains indeterminable.

Event description:
Edwards received information that a patient required transcatheter valve-in-valve intervention also due to stenosis and bioprosthetic valve degeneration. The patient tolerated the procedure well. There were no complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient was presented with severe aortic insufficiency of a 25mm aortic pericardial valve and was approved for transcatheter valve-in-valve intervention via a clinical trial. A 26mm transcatheter valve was implanted inside the disabled 25mm aortic pericardial valve via valve-in-valve procedure. The implant duration of the original device at the time of the procedure was sixteen (16) years, one (1) month, ten (10) days. Both devices remain implanted.